Event description:
It was reported that the right ventricular (rv) lead impedance increased over time and was high when in bipolar. The impedance in unipolar was normal, but muscle stimulation occurred. The physician suspected an insulation issue. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the right atrial (ra) lead had no product allegations. The ra lead was explanted and replaced by the physician prophylactically.